Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Pinnacle litigation received. Litigation alleges pain and extreme weakness in the patient's hip and quadriceps. Doi: (B)(6) 2007; dor: not reported; unknown hip.

Manufacturer narrative:
Product complaint # ==> pc-(B)(4). Investigation summary ==> no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. UDI: (B)(4).

Event description:
In addition to what was previously alleged, ppf alleges metal wear.

Manufacturer narrative:
(B)(4).

Event description:
Pfs and medical records received. Pfs alleges severe pain, inflammation, and limited mobility. After the review of medical records for MDR reportability, it was stated that the patient was revised to address metallosis. Revision notes reported some yellowish tinge fluid and metallosis in the synovium. No lab results were provided. Doi: (B)(6) 2007; dor: (B)(6) 2016; right hip.